Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio output and an adverse event was reported. Date of issue is an approximation. The patient stated they had extremely ow blood sugars on the night of (B)(6) 2018 and the low and urgent low alert did not sound on the receiver. The patient stated that the receiver did vibrate at the first low reading and then remained silent as their blood sugar dropped to 40mg/dl. The patient stated their sugar went so low that they were unable to think. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.